Manufacturer narrative:
The device has not been returned for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, eight months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to increased gradients and stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.